Event description:
The physician intended to implant a 2.5 mm diameter x 22 mm length resolute integrity rapid exchange (rx) drug-eluting stent to treat a lesion in a patient. The stent was not successfully delivered and was removed. The device was returned to the manufacturing facility and damage was noted to the stent on inspection. No clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was positioned correctly as per specification. Multiple stent struts were raised and deformed.

Manufacturer narrative:
(B)(4) - inherent risk of procedure (stent damage, failure to deliver the stent), (root cause of reported event cannot be determined based on limited information). Evaluation, conclusions: no conclusion can be drawn (root cause of reported event cannot be determined based on limited information). (B)(4).